Manufacturer narrative:
B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire exhibited difficulty inserting into the lead all the way. A different stylet was used and the lead was implanted successfully.